Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information and/or device becomes available, it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
Right hip revision.